Event description:
Statement alleges "the electrodes implanted in between plaintiff's vertebra, the itrel 3 model 7425. The system was improperly designed and mfg, in that, when plainiff turned it on for pain control, plaintiff had to remain in the same position, or the system would severely shock plaintiff or not work at all."